Manufacturer narrative:
Following the procedure, the initial reporter confirmed that the scope was washed, extendedly soaked, washed a second time, and reprocessed prior to return. When the device was returned, an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed due to the reprocessing having already been performed. However, pinholes in the adhesive were noted on both lens. The camera switch was misaligned, and the insertion tube as well as the light guide tube had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii colonovideoscope experienced a clogged during an unspecified procedure. According to the initial reporter, during the procedure fecal matter was suctioned into the instrument channel and caused a significant clog. The staff reportedly, attempted several different options to resolved the clog, but all were ultimately unsuccessful. One of the instruments used was another manufacturer's instinct hemoclip, and it accidentally deployed inside the channel. The staff went on to note that the procedure in question was completed using the subject device, albeit with some difficulty. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign materials of high viscosity or solid materials were suctioned, though as the device was reprocessed prior to being returned to olympus, a definitive root cause cannot be identified. In the instructions for use (IFU) of the subject device, there are cautions about not aspirating solid materials: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor the field performance of this device.